Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported "fuzzy" vision surrounding lights at night, as experienced by a pt, which remained unchanged for a few months after having lasik surgery. Pt was put on brimonidine drops, at the three month post op visit. This is the second of two reports, and will reference the pt's left eye.